Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. During the procedure, the mesh broke. Another like device was implanted. There were no patient consequences reported.

Manufacturer narrative:
Additional summary: received for evaluation one device identified with lot 3932097. The device received was manipulated: it was removed from the blister. The mesh received is not broken, but manually cut. The cut is very clear. However, the tip of one of the white needle is broken. The defect seen during the product evaluation is not aligned with the defect described in the event description (broken mesh) and the manufacturing process could not create this defect. No further investigation will be conducted on this complaint due to external cause.